Manufacturer narrative:
Other, other text: additional information is provided in g.1., h.2, h.3. And h.6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found that the device had fluid ingression on the board, a scratched case, cracked float switch tube, the dual thermistor is not flush with the socket surface in the top socket, the air detector door tab is broken/missing, the membrane switch is damaged and peeling, the return tube was scratched and cracked, the line cord is damaged and has exposed inner wires and the drain valve lever is difficult to turn. During the functional testing, the reported problem was unable to be duplicated. Most probable cause of the issue is the float switch tube being cracked and causing water to fill up the tube and overflow through to the power buttons. The float switch was replaced along with the membrane switch, drain valve, line cord, strain relief, door assembly, pcb, return tube, fan guard and o-rings. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that when the unit was on, water was flowing out of the power button. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.